Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the reservoir compartment is damaged and that the retainer ring broke off as well as another piece. They said that the reservoir would not stay locked in place. Their blood glucose was 6.7 mmol/l. The insulin pump will not be returning for analysis.

Manufacturer narrative:
Unit received with missing retainer and partially broken off reservoir tube lip. Unable to perform displacement test due to missing retainer. Unit received with missing reservoir tube o-ring, scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked case on battery tube area, faded serial number label and peeling end cap address label.